Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent/jumpy right ventricular (rv) lead impedance measurements. Boston scientific technical services (ts) noted that this has been occurring since implant. Ts recommended performing aggressive isometrics and pocket manipulations to rule out a lead issue. Ts also recommended a high resolution x-ray to assess for conductor and connection issues. If a lead issue could be ruled out, then ts recommended monitoring the patient. The recommended troubleshooting was performed and nothing suspicious was found. The patient will be monitored. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the device manufacture date.